Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. DHR not available as device is older than 10 years. The documents for instruments have to be stored for 10 years. Device is over 10 years old. Manufacture date cannot be determined. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: one prong of instrument is damaged, tip is broken off. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The visual investigation performed by the complaint handling unit (chu) revealed the tip of the returned wire cutter was broken. This instrument is more than 10 years old. Considering the age of this instrument the cause of the failure is not due to any manufacturing non-conformances. The complained malfunction was determined to be normal wear and tear after frequent use. The device was manufactured according to specifications. The complaint was determined to be invalid. Awareness date on initial MDR should have been 9/10/2013.